Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additionally, to provide a correction to the initial (g2 and e1), to provide an update to field (h3), and to provide additional information received. The device was evaluated by olympus. The air/water cylinder and air/water channel had foreign material. Additionally, there were non-reportable (non-pae) defects noted. Additional information received: it was reported that it's unknown if the customer cleaned, disinfected, and sterilized the device before sending it to olympus. The customer is unsure what the white foreign material could be. It's unknown if the customer flush the air/water nozzle with water and air during manual cleaning or if medicines, including simethicone, are used for procedures. Reprocessing is performed following olympus order. Additionally, it¿s unknown if there was any damage on reprocessing equipment¿s accessories for precleaning and manual cleaning. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus could not identify the foreign matter or why the foreign material remained in the device. However, it is possible that the foreign material may not have been removed because the device was not reprocessed properly. The root cause of the suggested event could not be determined. The event can be detected/prevented by following the instructions for use which state: -tjf-q190v operation manual chapter 3 preparation and inspection. -tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that there was white foreign material in the air/water tube and cylinder of the duodenovideoscope. There were no reports of patient involvement.